Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting a protege gps during a stent pta of the right external iliac artery. No curvature, highly eccentric calcification. Percentage  stenosis was not determined but it was severe. No embolic protection was used. No anatomical abnormalities. No damage noted to the packaging. The device was prepped as per the IFU. The knurled screw/locking pin was checked for tightness prior to operation. The lesion was not pre-dilated. The device did not pass through a previously deployed stent and there was not resistance during advancement. It was reported the stent was expired at the time of implantation. The patient is doing well, there is  currently no claudication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.